Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the procedure, when the rem (return electrode monitoring) pad was removed, it was noticed that there was a burn mark on the rim of the rem pad, which was seen on the patient's thigh. The patient had a first-degree burn, and no treatment was done. The patient's past medical history included a repeat c-section.

Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based on all information received. The device was not returned; however, a photo was available for evaluation. Visual inspection confirmed that the pouch was shown in the image, but the product itself was not visible. It was reported that upon removal of the rem pad, a burn mark was observed on the rim of the pad, which corresponded to a mark on the patient¿s thigh. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure compliance with all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.